Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. During preparation for placement of a liberte 3.5x16mm bare metal stent, the stent dislodged while withdrawing the mandrel. The procedure was completed with a different device. No patient injuries or complications occurred. Patient status post procedure is noted as good.